Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the implantable pulse generator (ipg), the patient experienced a superficial surgical site infection. The patient was treated with medication and a subsequent check a few weeks later showed that the incision had healed. The patient is a participant in the post approval clinical surveillance product surveillance registry. The ipg remains in use. No further patient complications have been reported as a result of this event.